Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-04455. Follow up information identified the patient had both of her scs leads replaced. The patient reported receiving effective stimulation therapy postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-04455. It was reported the patient experienced loss of stimulation therapy from her scs system after she hit the area of her low back in the bathtub. Reportedly, the stimulation resume on the left leg but not the right leg. X-ray taken showed the leads appeared to be in the same location as previously and properly aligned in the ipg header. Reprogramming of the patient's scs system was performed and stimulation therapy was captured in both legs, however, the patient complained of a "shocking" sensation in the area where her leads are anchored. The patient turned the stimulation therapy off and, was advised to leave the stimulation off until she heard from her physician. Follow up identified the patient had both of her leads replaced. Effective stimulation therapy was reportedly achieved postoperatively.